Manufacturer narrative:
Product event summary: analysis confirmed the error code. As a result the hard drive was reimaged and software was reloaded to address the issue.

Event description:
It was reported there was an error code on the programmer. Followup indicates the error occurred during startup but it would not go past the error. Rebooting resulted in the same behavior and error code. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).